Event description:
It was reported by the nurse that the pt came in for re-programming on (B)(6) 2010 because pt had no pain relief. The doctor suggested that the octad lead seemed to be malfunctioning. Looked under fluoro and everything seemed connected and in good position. The pt had system removed on (B)(6) 2010. Pt outcome was noted as fine.

Manufacturer narrative:
(B)(4). Final device analysis of the ipg (implantable pulse generator) revealed no anomaly found, ipg is functionally ok. Final device analysis of the lead revealed a reliability non-conformance, broken conductor(s) at the distal end of the lead (electrode area).